Manufacturer narrative:
(B)(4): no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an endothyroidectomy procedure, the doctor has used the device for around five minutes inside the patient with a gen04. After five minutes, he used to dissect the adhesion around the thyroid, he has encountered an error " instrument error" shown in gen04. He gave the nurse to reassemble the device, unplugged the hand piece, and re-torque the device. When the nurse tested the device again, the blade was gone off and dropped on the table. The broken blade was sent along with the suspected device. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.